Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with episode of non-sustained ventricular oversensing. Review of the emgs noted intermittent signals that observed to be physiologic. Isometrics were performed but no noise was seen. Programming changes were recommended but decision was made to leave as is. Device remains implanted.